Event description:
The complainant has reported that a female patient (age unk) underwent a therapeutic esophageal hemostasis procedure for treatment. The clinician stated that the first resolution clip device deployed onto the bleed site properly; however, the second resolution clip device when deployed detached form the tissue without any additional trauma to the bleed site. The procedure was successfully completed and a replacement clip was not needed. The patient did not sustain any reported complications or ill effects as a result of this issue.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.